Event description:
Healthcare professional (hcp) reported pt receiving hemodialysis on 1550 device was found in a pool of blood during therapy. Pt required a blood transfusion and was transferred to intensive care unit. No alarm was noted on the 1550 device at the time of the incident. When facility contacted baxter it was in regards to info pertaining to the 1550 device and when it alarms with a venous needle dislodgement. At this time, hcp stated "pt was ok." Risk mgr at facility stated pt info is confidential and further medical info was not available for this report.